Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that during a percutaneous transluminal coronary angioplasty, crossing difficulties occurred. The target lesion was located in a tortuous and non-calcified obtuse marginal (om) artery. The 4.0x38mm promus premier¿ stent system was unable to be advanced through a guidezilla guide extension catheter. The stent system was removed and examined and was fine. The same stent system was inserted and again was unable to advance through the extension catheter. The stent system and extension catheter were removed and a 4.0x20mm promus premier was delivered. No patient complications were reported and the patient status is fine. However analysis revealed that the stent was damaged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end and the distal end of the crimped stent were damaged, distorted & lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts based on the type of damage that is evident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink 45mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).